Event description:
Alleged the bed has no functions. The gci works, lockouts work and they are off.

Manufacturer narrative:
The facility found the CPR handle was stuck causing CPR to be engaged. The facility adjusted the CPR assembly to repair the bed.